Event description:
Device history records were reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. The reported device were received in lake zurich and it investigation were performed by our local technical team. According to provided information, the reported event were reproduced, with adjusting contract has no impact on display. For the device (B)(6), the visual inspection noted that the display was dim; the backup capacitor was corroded on power supply. During device log review, several error 49 was found, link to the power supply, and at the start-up, the error 49 triggered. Once in brézins, it was noticed that the screens correspond to the original one (when manufactured in 2015). When we switched on the devices, the screen were darker than normal. As it was noticed that the preventive maintenance was well overdue for devices. Due to the lack of maintenance and as per IFU recommendations, this complaint will be considered as a misuse. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported: dark screen customer reporting a dark screen. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.